Manufacturer narrative:
The insulin pump alarmed with a button error, followed by intermittent button response, due to corroded keypad traces. The device was received with a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after insulin pump was inside of clothes at a laundromat. Customer's blood glucose was 200 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.